Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 636 mg/dl with moderate ketones. As a result, customer required hospitalization where they were treated with intravenous fluids of saline and insulin. Customer was released five days later. In addition, it was reported that the pump indicated a data log corruption. The customer reverted to an alternate method of insulin therapy.